Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation has been completed. Upon investigation a cable connecting the therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.